Event description:
It was reported that during a pci/stenting treatment procedure, difficulty was encountered with the machi guide catheter. The lesion being treated was a calcified, 90% stenotic lesion in a very tortuous iliac artery. The physician used an 8 fr terumo introducer sheath for vascular access, and a ussv balloon catheter to pre-dilate the lesion for placement of a wallstent. Severe friction was felt with advancement and withdrawal of the wallstent through the mach1 guide catheter. The pt was asymptomatic during this event. The mach 1 guide catheter was removed from the pt and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good'.